Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the customer's grandmother that they "had a situation a few months ago where they believe the system delivered a bolus for 168g of carbohydrates. Additional information on this event was unavailable.